Event description:
Extension tubing access port crumpled while being accessed and "plug" extended into the tubing, it did not travel in the tubing and no fluid escaped from the tubing; heparin was infusing.